Event description:
A report was received that the patient received a burn while charging the ipg. The patient's charger was replaced. The patient is reportedly doing well after the replacment.

Manufacturer narrative:
Device was returned for analysis and findings concluded that the device exhibits normal device characterics. Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. The complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is a final report.